Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Confirmation was received that the user was re-implanted due to an infection. Awaiting further details.

Manufacturer narrative:
According to the information received, the device was explanted due to device exposure and infection at the implant site which was caused by the recipient's sunglasses being too tight. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of infection. The recipient has been reimplanted. The explanted device has not yet been received for investigation. This is a final report.

Event description:
The user experienced a device exposure and infection at the implant site which was caused by the recipient's sunglasses being too tight. User was reimplanted.